Event description:
The customer reported that the image intermittently disappeared during a case. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.